Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Information for use states: implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to: worsening heart failure and re-operation. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Patient had revision surgery. Devices remain implanted.

Event description:
It was reported that a patient experienced heart failure symptoms, and the pump was exchanged on (B)(6) 2015. Heart failure symptoms: wedge 40, lv distended, rpms 3500 with no effect on wedge. Post operatively the patient has had persistent signs and symptoms of volume overload. Pump parameters: speed increased 3500rpm on 3/13, and multiple inotropes. Vad parameters have appeared fairly stable with left vad flow 6.3l/min, fp 2, power 8.2watts and speed 3500rpm. A right heart catheterization was performed. Patient outcome is unknown. No additional information is available. Related to complaint (B)(4).

Manufacturer narrative:
Additional information received: log file memo dated - (B)(6) 2015 event brief (per cms): after first exchange, patient continued to have hf symptoms, wedge 40, lv distended. Exchanged. Files available: · main controller ID: (B)(4). Log review: alarm files revealed no alarms were logged around the event date of (B)(6) 2015. Logs indicate parameters to be within normal operating range. Additional information received: in addition to the above described findings, a review of the event file revealed 15 viscosity changes were logged starting on (B)(6) 2015 through (B)(6) 2015. Conclusion: a review of the controller log files associated with the event captured in (B)(4) is inconclusive. Waveform trends of this nature are indicative of normal pump operation. (B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Review of the controller log files did not reveal any anomalies. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.